Manufacturer narrative:
Product ID: 3889-28, lot# va1tla3, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that impedance check was performed and it was normal. It was also reported that due to the pandemic, the patient would not have the lead revision at this time. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1tla3, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient is not having symptom relief with her implant, and was seeking second opinion on her implant. The patient texted the rep that the device was non-functioning. On (B)(6) 2020 the rep reported an update: when asked what was meant by "non-functioning" ins, rep stated there was no device issue, lack of therapy effectiveness expected by the patient. The ins was fine, but new physician planned to do a lead revision. No further complications were reported or are anticipated.